Event description:
It was reported that a patient was diagnosed with gastric cancer. On (B)(6) 2024, the patient underwent a seldinger catheterization procedure under ultrasound guidance at the PICC department of the hospital. The catheter used was a three-way valve silicone catheter, model 4fr, with a seldinger catheter model of 4.5fr. It was inserted via the left upper arm brachial vein, with an arm circumference of 24.5 cm and an insertion length of 42 cm. The catheter tip was positioned at the lower margin of the 8th rib. During the catheterization period, the patient underwent chemotherapy treatment. During the chemotherapy intermission period, maintenance was performed at relevant facilities. On thursday, (B)(6) 2025, the patient underwent one round of chemotherapy, during which the catheter showed no abnormalities. On (B)(6), the patient underwent catheter maintenance. During flushing, the maintenance staff noticed a significant amount of fluid leakage. They immediately removed the dressing for further inspection and found the catheter slowly protruding from the puncture site. The maintenance staff promptly secured the patient's upper arm with a tourniquet; the patient then returned to the vascular surgery department for catheter removal. The broken catheter segment was successfully removed in its entirety. The patient was hospitalized for two days without any discomfort and was discharged on thursday, (B)(6) 2025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause is unknown. Two photographs of a groshong catheter and connector assembly were returned for evaluation. An initial visual observation of the first photograph showed the connector assembly with a portion of the catheter attached. The second photographed showed what appeared to be the distal segment of the catheter. A complete break in the catheter shaft from the returned photographs. What appeared to be use residue was observed on the proximal end of the catheter and connector assembly. No further details of the break site were observed in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause of the break. This complaint will be recorded for future trending and monitoring purposes.